Event description:
A malfunction alarm with code malf 0 was reported, with no notable events occurring prior. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues reoccurred.